Manufacturer narrative:
(B)(4). This complaint is for a report of the patient disconnecting and not capping the patient line. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The root cause was undetermined. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding requesting assistance to end the therapy while on the homechoice device. The home patient (hp) disconnected to use the bathroom and did not have a cap on the patient line. The baxter technical service representative (tsr) assisted to end the therapy as requested. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up with the homepatient revealed that he informed his nurse of the situation and he is doing fine. The hp stated that he is continuing with therapy without any problems. The hp confirmed that there was no medical intervention or injury associated with this event.

Manufacturer narrative:
(B)(4).sample is not available for evaluation and lot number is unknown. Should additional information become available, a follow up MDR will be submitted.